Event description:
A us distributor indicated there was no battery communication due to a bent pin.

Manufacturer narrative:
Device evaluation of battery was completed by the distributor. Distributor¿s records indicate that there was no battery communication due to a bent pin. In addition, the battery connector that houses the battery pins was found to be physically damaged. The root cause for the damaged housing was unable to be identified. There was no adverse event that resulted from the damaged battery.